Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00147 on 07/14/2017 for a false low advia centaur xp tsh3-ultra ((tsh3-ul) patient result. 08/30/17 - additional information: the patient sample was not received for further investigation. The cause for the false low advia centaur xp tsh3-ultra ((tsh3-ul) patient result is unknown, and could be due to a possible tsh variant. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) under the limitation section states the following: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection." The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp tsh3-ultra result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) under the limitation section states the following: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection." The reagent lot number from the alternate laboratory (B)(6) was not provided. A UDI number for tsh3-ul can not be provided.

Event description:
Siemens was notified by the customer (B)(6) of a false low advia centaur tsh3-ultra ((tsh3-ul) result that was obtained at an alternate laboratory (B)(6). The low advia centaur tsh3-ul patient result from the alternate laboratory (B)(6) had been ordered separately by the ob-gyn office. The patient's other thyroid test results were normal. A second physician ordered a new sample drawn in the (B)(6) from the same patient, sent to this customer (B)(6) for tsh testing. The patient sample was tested on the advia centaur xp, and the tsh result was higher. (B)(6) sent the patient sample to another laboratory (B)(6), the sample was run on an alternate tsh test method, and the result agreed with the (B)(6) advia centaur xp tsh result. The patient was retested in (B)(6) at all 3 laboratories. Each laboratory tested a new patient sample, and the tsh/tsh3-ul results for all three laboratories were similar to the original results. The physician(s) contacted the medical director at (B)(6) to discuss the tsh/tsh3-ul results, and the customer (B)(6) notified siemens. There was no report of patient treatment being prescribed or altered. There was no report of adverse health consequences due to the discordant alternate laboratory advia centaur tsh3-ultra result.